Manufacturer narrative:
An auxiliary illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. A known good lamp was installed into the returned module then connected to a calibrated system for functional testing. The module was found to meet specification and no shadow could be seen from either port of the illuminator. The root cause of the reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported events were replicated. Both illuminators were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 1, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the first reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. The root cause of the second reported event can be attributed to an auxiliary illuminator. However, how or when the components became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A nurse reported that a system presented with a burned out top lamp and a shadow on the bottom lamp during a procedure. The system was exchanged to complete the case. There was no patient harm.